Event description:
Philips received a complaint by the customer on the v60 indicating that the oxygen (o2) inlet pressure was reading 52psi without o2 connected. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the oxygen (o2) inlet pressure was reading 52psi without o2 connected. The biomedical engineer (bme) loosened the 3-way transport manifold from the o2 inlet, and the o2 inlet pressure was reading 0. The remote service engineer (rse) advised the bme that the check valve in the manifold was holding the pressure and that it is not an issue. The investigation concludes that no further action is required at this time.